Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the batter quit working roughly 6 months after it was implanted and had not worked since. It was reported that the battery was not working and there was no stimulation due to patient compliance. The battery was interrogated with the clinician programmer but there was no response. A physician mode recharge (pmr) was performed but the issue was not resolved at the time of the report. A surgical intervention was planned but not yet scheduled. Patient weight as reported to be (B)(6) lbs. And medical history included spina bifida. The patient was alive with no injury at the time of the report. No further complications were reported.